Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer had failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that hardware was failed and required maintenance. A field service engineer found multiple drawers failing simultaneously on the station. The customer was unable to recover most of the drawers and noted several reboot attempts had been made. To address the issue, user failures were manually created by locking each drawer and allowing it to click three times. Following this, a full reboot was performed, successfully recovering all affected drawers due to memory errors. After reboot, customer was able to recover every drawer and tested successfully. The system functioned as intended after the field service engineer troubleshot the device.